Event description:
This report is being filed because the clip delivery system (cds) was returned with the lock line broken, which has the potential to cause or contribute to patient injury if a piece of the lock line is left behind in the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds) before use, the clip became stuck in the clip introducer and could not be advanced or removed. The grippers were caught and were cut to remove the cds from the introducer, which caused a hole in the clip introducer. After removal, an attempt was made to open the clip; however, the clip failed to open. The cds was not used. A new cds was used to complete the procedure successfully, reducing mr to <1, with no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided. The cds was returned with the lock line broken. Follow-up information received from the account could not confirm that the lock line was cut when the grippers were cut; therefore, it is unknown when/how the lock line became broken.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported clip caught in the clip introducer and difficulty in removing the clip could not be replicated during returned device analysis due to the damage on the clip introducer. The reported inability to open the clip could not be replicated in the testing environment as a result of the broken lock line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database revealed no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.